Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged lung cancer. There was no report of medical intervention. A follow-up report will be submitted when manufacturer investigation is compelete.